Event description:
It was reported that the patient received multiple therapy due to lead dislodgement. The lead was explanted when repositioning was unsuccessful. Patient condition was normal after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.